Event description:
The customer reportedly obtained a 225 mg/dl on the accu-chek advantage system in comparison to the lab result of 115 mg/dl. The results were obtained within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.